Event description:
It was reported that, there were no injuries however potential for injury. Sling ripped during transfer of resident, rip was not in seam. Sling was worn but no signs of wear in area of rip.